Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that her daughter's insulin pump alarmed no delivery. Customer also indicated that the cannula's are bent when they are removed and that her daughter's blood glucose has been elevated to 400 mg/dl. After troubleshooting, customer indicated that they have contacted their doctor regarding the high blood glucose and with their local office regarding supplies. No further information was provided.